Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor detached from the adhesive after 7 days of wear. Customer experienced loss of consciousness and had contact with a healthcare provider who diagnosed her with hypoglycemia and treated with insulin (dose and type unknown). It should be noted that treatment of insulin is not consistent with the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.